Event description:
Analysis of this device is now complete.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
This device is currently in analysis. When testing is complete, this report will be updated.